Manufacturer narrative:
The device was not returned for analysis. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed a possible indication of a product quality issue, that cannot be confirmed. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible, a manufacturing issue was at cause, or the suture did not capture tissue which would prevent the counter force needed to get the suture to release; however, these cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after placing the first suture, the device was removed until the guidewire port was exposed at the skin surface, but the suture did not detach from the o-ring. Manual attempts to release the suture were unsuccessful, so the suture was cut with scissors and completely removed from the body. The guidewire was then reinserted, a new prostyle was used, and the pre-close was performed again. The sheath was upsized to greater than 10fsheath and the procedure was completed. Hemostasis was successfully achieved post-procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible, the suture did not capture tissue which would prevent the counter force needed to get the suture to release; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.